Event description:
The customer reported an employee with complaints of throat and eye irritation. The employee saw a doctor and was prescribed an unk eye drop. The customer reported that the room where the cidex opa is used has >14 air exchanges per hr. The customer has offered the employees the use of respirators.